Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine one-week post-implant device check, it was noted that there were variable high atrial thresholds when the patient was sitting versus laying down. The next day, an x-ray showed that lead slack had pulled back even though electrical measurements were satisfactory at that time, and microdislodgement was suspected. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.